Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 64002, product type: adapter. Product ID: neu_unknown_ext, product type: extension. Product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the implantable neurostimulator (ins) was replaced due to reaching end of service (eos). Intra-operative troubleshooting was done on (B)(6) 2016. The lead was tested using alligator clips and an external neurostimulator (ens). High impedances were measured on electrode 0 when tested at 1.5 v, but the impedances were okay when tested at 3.0 v. All other impedances were measured to be between 1000 and 1600 ohms. The old extension and pocket adaptor were removed and a new extension was connected. Impedances were tested again and found to be more than 40,000 ohms on electrode 0. The patient was currently doing fine and they were using electrodes 1 and 9 to received effective therapy.

Manufacturer narrative:
(B)(6).

Event description:
A manufacturer representative reported a consumer had several electrodes showing impedances more than 4000 ohms after an implantable neurostimulator (ins) replacement. A troubleshooting session was scheduled for next week, wherein it was planned to open up and start testing impedances on the adapter with alligator clips, then move onto the extension, and then open up the site where the lead and extension are connected and test the lead with the twistlock cable. No symptoms were reported. The consumer¿s medical history included dystonia.